Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Device not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 [(B)(4)] (hcp, rep): medtronic received information regarding a navigation system. It was reported that the orange tracker instrument could not be recognized by the camera. There was no patient present.